Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device will not alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one ventilator device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt, the device was received in with several parts of the front panel mis-shaped and a cracked battery door cover. Error codes or event history log (ehl) are not available for this device. After the device was powered up with the customer battery and a test battery, the customer reported issue was confirmed, there was no electronic power. The root cause is due to customer damage whereby the positive and negative conductors in the battery compartment had been flattened. To correct this issue, the positive and negative terminal conductors were repositioned to their original location. No service history was found. Manufacturing device history record (DHR) review is not relevant due to impact sustained. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.